Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to symptoms that at this time, have not been specified. Upon interrogation, it was found that the device had reverted to safety mode. As a result, the physician made the decision to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to symptoms that at this time, have not been specified. Upon interrogation, it was found that the device had reverted to safety mode. As a result, the physician made the decision to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. The symptoms the patient experienced were related to syncope. No additional adverse patient effects were reported. Information from the field indicates the device will be returned for analysis but at this time, it has yet to arrive to the laboratory for analysis. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient with this pacemaker presented to the emergency room due to symptoms that at this time, have not been specified. Upon interrogation, it was found that the device had reverted to safety mode. As a result, the physician made the decision to explant and replace the device. No additional adverse patient effects were reported. The device is expected to be returned for analysis. Additional information was received. The symptoms the patient experienced were related to syncope. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.